Event description:
It was reported that a uv flash disconnect y-set leaked. This was identified during the drain cycle of peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual was performed and identified holes in the panel sheeting of bag. Sample analysis verified the event. A review of all batch record documents was performed for associated lot number h14a16057 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the event was determined to be a hole in the bag. Should additional relevant information become available, a supplemental report will be submitted.